Manufacturer narrative:
The field service engineer determined the halogen lamp degraded. The lamp was replaced. Diagnostic checks were performed. The customer ran controls and the results were approved.

Event description:
The initial reporter stated they performed maintenance on the cobas pro c 503 on 22-nov-12022 and controls run for altlp alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation passed after the maintenance. Controls started recovering erratically and failed on 25-nov-2022. The operator calibrated the alt reagent pack and controls were acceptable. An unspecified number of patient samples were repeated and results for some samples were corrected. The customer provided data for one patient sample with discrepant alt results. This sample initially resulted in an alt value of 5 u/l and this value was reported outside of the laboratory. The sample was repeated on 25-nov-2022, resulting in a value of 32 u/l. The repeat value was deemed correct and a corrected report was issued. The alt reagent lot number was 66105201, with an expiration date of 30-nov-2023.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was ok and there were no alarms. Quality controls were within the customer's range on the day of the event. The investigation determined the service actions resolved the issue.